Manufacturer narrative:
The batteries of the subject device had been replaced but the counter had not been reset to 14000 to indicate the hours remaining for the new batteries. The device intervention report indicated that the battery had been changed but the counter indicated the hours remaining for the previously installed battery. After investigation, the worst case scenario which could happen is that during the next preventive maintenance check the technician would be unaware that the batteries had already been replaced and would replace unnecessarily. There is no potential for death or serious injury should this type of event recur. Therefor reporting was changed from reportable to not reportable.

Manufacturer narrative:
The device (B)(4) was inspected for investigation purposes. The tests performed confirmed that the battery consumption counter was not reset by the engineer during the last intervention. The battery consumption counter was reset.

Event description:
During an intervention performed at the customers site by our field engineer, it was identified that the robot controller was non-functional. There was no patient involvement reported.